Event description:
Pt underwent a dfn procedure on (B)(6) 2012 to treat a femoral diaphyseal fracture. During insertion of the locking screws into the distal locking hole of the nail, the tip of the drill bit hit the nail instead of the hole and broke. The fragments of the broken drill bit tip were left in the distal locking hole of the nail. The surgeon believes the breakage of the drill bit may have been caused by using the drill at an angle. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.